Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 354 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and the cartridge and infusion set tubing were functioning as expected. The cannula was not bent. The customer saw that the pump time was incorrect and realized that it had not been changed during daylight savings. The customer declined tandem technical support's offer to help change the time.